Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020-02111. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause has been unknown; however, omsc surmised that the subject lid was cracked because of some strong impact on the subject lid. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject oer-4 has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user had found the lid of the subject oer-4 had been cracked. The user had continued to use the subject device because there had been no water leakage from the lid. However the user requested to repair the subject device at a later date. There was no reported when the crack had occurred. There was no patient injury report related to the event.